Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed npi alaris pump 2865b not staying powered on. Technical support: 1. Went over dol letter with customer. 2. Emailed eol letter to customer. Emailed com to provide parts availability and pricing to customer. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported that the alaris pump 2865b is not staying powered on. The biomed states there is an issue with the internal battery. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the alaris pump 2865b is not staying powered on. The biomed states there is an issue with the internal battery. There was no patient involvement.